Manufacturer narrative:
The electronic log file as well as the device itself were available for investigation. Based on the information stored in the log the reported behavior could be reconstructed. The technical alarm "blower defect" (00.a008) occurred at 04:31:48 a.m. Due to a deviation between measured motor blower rotation speed and the set value was recognized. The investigation of the device in the repair shop revealed that a failure of the pcb elco was the root cause for the reported event. In case of such failure, ventilation stops and the high priority alarm "device failure !!!" Will be given. The emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a device failure while in use. The device would not deliver air and shut down. There was no patient injury reported.